Event description:
Approximately 1 year after receiving a gore excluder bifurcated endoprosthesis, this patient was found to have bilateral type 1 endoleaks in the common iliac arteries. The endoleaks were attributed to disease progression. A reintervention was performed to deploy a contralateral leg. Extender at the distal aspect of the original contralateral leg component. This procedure successfully sealed the leaks, and the patient is currently doing well.